Event description:
This report is being filed after the subsequent review of the following journal article, hall, j.a., et al., (2006). "Humeral shaft split fracture around proximal humeral locking plates: a report of two cases." J orthop trauma;20:710-714. Case study of two cases of early proximal humeral fracture fixation failure in osteoporotic bone by humeral shaft "fissure" or split fracture after open reduction and internal fixation with locking proximal humeral plates (synthes ltd). Each patient failed early in the postoperative period and was revised to fixation with compression plating techniques, with uneventful union. A copy of the journal article is being submitted with this medwatch. This is report 1 of 2 for (B)(4). This report is for an unknown proximal humeral locking plate and refers to postoperative pain and humeral shaft fracture through the locking screws of the shaft portion of the plate which required revision surgery with a proximal humeral blade plate.

Manufacturer narrative:
Device was used for treatment, not for diagnosis. Hall, j.a., et al., (2006). "Humeral shaft split fracture around proximal humeral locking plates: a report of two cases." J orthop trauma;20:710-714. This report is for unknown proximal humeral locking plate, unknown quantity, unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.